Event description:
Device 2 of 2. Reference MFR. Report #: 1627487-2013-05974.

Manufacturer narrative:
Results: the complaint for "ineffective stimulation" was confirmed. Visual inspection of the ipg showed that the bottom septum was cored. Severe discoloration was observed in the septum and in the header. The discoloration was likely due to the fluid intrusion caused by the cored bottom septum. Impedance diagnostic testing using the rapid programmer showed low impedance readings on channels 5 and 7. Review of the pt program parameters extracted from the ipg showed that channel 7 was used. A low impedance reading in channel 7 likely caused the ineffective stimulation observed in the field. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.